Event description:
It was reported that at implant the atrial lead thresholds were unacceptable. A lead repositioning was attempted but the lead helix would not retract. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) a full lead was returned and analysis found that the distal conductor was distorted. It was also noted that all conductors were stretched, the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism, the lead was stretched and the lead appeared to have been damaged at implant. Although the helix was returned with the lead, the helix could not be analyzed due to the condition of the lead being returned with explant damage.